Event description:
It was reported that the peripherally inserted central catheter (PICC) rn received a call from a nurse on (B)(6) 2010 who was trying to flush the pt's catheter after radiation therapy. The nurse indicated that there had initially been a great deal of resistance, but she apparently applied more pressure to the syringe and the flush went through. On saturday, (B)(6) 2010, the PICC rn was flushing the catheter and noticed there was fluid leaking at the insertion site; at which time, he removed the catheter. He then noticed a rupture in the catheter between the 35 and 36 cm markings. This was a 50 cm catheter that was inserted up to the 37 cm mark. The line was not replaced as the therapy was completed. The PICC rn theorized that there was a clot at the tip of the catheter, and the nurse that flushed the catheter had created the rupture by applying too much pressure when flushing it. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.